Event description:
The customer reported that near the end of a cytapheresis procedural run, they noticed a leak in the centrifuge channel. The procedure was ended. The customer declined to provide the patient information. The disposable set was unavailable for return and investigation. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for return and investigation. A review of the manufacturing records was conducted. For this disposable lot number, there were no issues noted that was related to this event. The product met all acceptance criteria for release. Root cause: possible, but not definitive, root cause of this failure is due to a misload of the set by the operator prior to running the procedure.